Event description:
It was reported that the patient was having withdrawal symptoms and a catheter dye study was performed. Following the priming of the catheter after the catheter dye study, a programmed therapeutic single bolus dose of 75 ug was administered to treat withdrawal. Approx. 4 hours after the single bolus, the patient presented with overdose symptoms. The patient did not require intubation, but was semiconscious and hypotonic. The patient was being monitored. The pump was programmed previously to deliver lioresal 2000ug/ml @ 150ug/day and is now programmed to minimum rate mode. They will continue to monitor the patient and reprogram pump to simple continuous mode per the hcp's discretion once the patient recovers from the overdose.